Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, during sensor insertion the sensor wire detached from the sensor pod. The sensor wire was attempted to be inserted at the abdomen. No additional event or patient information is available.